Event description:
It was reported that eight months after initial artificial urinary sphincter (aus) surgery the patient presented urinary incontinence. The device has been working fine until then, the physician suspects atrophy due to patient history of radiation and androgen deprivation (adp) therapy. A revision surgery was performed in which the cuff and balloon were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.